Event description:
It was reported that pump display was damaged with "spiderwed cracks behind touchscreen". There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.